Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at 1mm distal to the distal edge of the distal markerband and the tear stretched proximally along the balloon for a total length of 3.2cm. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01169. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous forearm vessel. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation and was inflated twice at 20 atmospheres. However, on the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The device was exchanged with another 5.0 x 40, 75cm mustang¿ balloon catheter which was inflated for 30seconds and the balloon also ruptured. The physician completely removed the device from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.